Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the patient experienced symptoms related to the event. No further complications reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-dec-2019 from a healthcare professional (hcp) who reported that the patient had not had a recent MRI at the time of the motor stall. The patient was given oral baclofen at the time of the stall. The surgeon was also called for a consult and the patient was seen the same day and scheduled for surgery. On the morning of surgery, the patient had a seizure, was intubated, and taken to the or (operating room) for the pump replacement procedure. The patient was left intubated, and in the ICU (intensive care unit) overnight. The patient had no permanent sequelae related to the event. Per the hcp, the pump was not working well the last few years as the patient was getting a lot more spasms despite going up on the dose. Now with the new pump, she had no spasms. The hcp included that it could be botox helping with the spasms too as she had started botox to her lower extremities bilaterally right before the pump stalled. The patient¿s medical history included being a partial quadriplegic. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative on (B)(6) 2019 which indicated that the pump was explanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 5.9 mg/day) and baclofen (5 mg/ml at 2.96 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that on (B)(6) 2019 a motor stall code (8476) was seen on the patient¿s ptm (personal therapy manager) and a motor stall was seen at initial interrogation. It was unknown if the patient had recently had an MRI. The pump status and/or event log showed a motor stall occurred and it was active. No patient symptoms were reported. No further complications have been reported as a result of this event.